Event description:
The catheter broke into two pieces when the confused patient got up to go to the bathroom and left the foley attached to the frame of the bed.

Manufacturer narrative:
It was reported that when the patient attempted to walk to the bathroom he left the catheter attached to the bed. The catheter fractured into two pieces and one piece remained in the bladder. The retained piece, measuring approximately 10 cm was removed via cystoscopy. The catheter was replaced and no further intervention was indicated. The catheter was returned but not the tip that contained the balloon. Visual inspection revealed a break in the catheter shaft. No manufacturing defects of the returned piece were identified. A root cause was not determined.